Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 415 mg/dl. The customer received no delivery alarm during basal/bolus/fill cannula. The customer was assisted with 5.0 fill cannula. The customer stated that insulin did exit. The product was not returned for analysis.